Event description:
Pt returned to facility with obstructed bowel ten days following surgical repair of a recurrent hernia. Surgeon performed a laparoscopy and found that the bowel was adhered to the mesh causing the obstruction. Surgical mesh was excised.